Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient indicated that the alleged issue started on (B) (6) 2010, at 7:00 am. If it unclear as to what meter reading (if any) the patient obtained at that time. Due to the alleged issue, the patient administered self-care by taking 9 units of sliding-scale lantus insulin at 7:10 am that same morning. At around 8:00 am, the patient claimed that he developed symptoms of sweating and shakiness. The patient administered self-treatment at 8:05 am by eating food and/or drinking a beverage. The patient reported blood glucose results of "hi" with a lifescan meter and "345 mg/dl" on a laboratory device, performed within 10 minutes of each other. It is unknown if there was any intervention between the two tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan"s criteria for accuracy. It would have been helpful to know the following information: the patient¿s testing frequency, his medication and diabetes management regimens, what the patient"s last meter reading was before the symptoms developed, what date/time the last reading was obtained, and what actions the patient took based on the last meter reading. In addition, it would have been helpful to know what date/times the reported blood glucose results were obtained. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.